Event description:
It was reported that during central processing, the mega suturecut needle driver tips don't meet properly, no patient related issues occurred. There was no report of patient involvement or patient injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.